Event description:
It was reported to philips that the device's battery failed. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which a quote was provided for diagnostic service. The customer refused service on the unit as the device was out of warranty. As troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The reported problem was not confirmed. The customer was made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time.